Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Rec¿d (B)(6) 2014, right hip; ae/altr. Fluid collection as a complication of m-o-m arthroplasty. Local tissue reaction per MRI (B)(6) 2014. Moderate severity, definitely device related, definitely not procedure related and serious. Treatment: none provided, revision scheduled. Update: 12 jan 2015 - clinical der update received. Dor = (B)(6) 2014. Also added expiry dates to all products. Der states 'right hip; revision/location tissue reaction. (Revision reported as scheduled with ae in (B)(6) 2014 folder) revision reported to depuy now on data clarification form which also states subject has withdrawn from the study; so, which components were removes is unknown (will try to contact the site to assertain this information) diagnosis for primary surgery: developmental dysplasia and osteoarthritis. Comorbidities: muscle pain and joint stiffness post operatively.'

Event description:
Update rec'd 4/28/15 - additional clinical report received. Report states the patient was also revised to address elevated metal ion levels and fluid collection. The existing MDR decision for the stem has been reversed and is now being reported.